Event description:
Event description guidant received information that upon interrogation this pacemaker was found to have declared elective replacement indicator 5 weeks after the implant procedure. A fault code 11, indicating a high current consumption, was received when interrogated. The patient was hospitalized at this time and did have a bone scan the day the device declared ert. The device memory was saved to a disc and sent to technical services for interpretation. The engineers have analyzed the data from the disc and found a high current drain occurring with this device that appears to be related to the electronics. The device was removed, replaced and returned for analysis.